Manufacturer narrative:
During investigation on-site performed by our service engineer. The ventilator was intermittently failed pressure transducer test during pre-use check. Presence of liquid spill was confirmed in the ventilator on the expiratory channel and pressure transducer pcbs (printed circuit boards). The pcbs were replaced. After replacement the ventilator passed all safety and functional tests and was cleared for clinical use. The provided pictures confirmed the corrosion pcbs. Ingress of liquid/corrosive substance on pcbs can cause failure/short circuits, which might lead to a ventilator malfunction. The origin of the liquid is unknown.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. The ventilator was contaminated with water/liquid. There was no patient involvement. Manufacturer's ref.#:(B)(4).